Event description:
It was reported that this lead had artifact sensing and the patient experienced syncope. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that this lead had artifact sensing and the patient experienced syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.